Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted because of limited vessel target options. The only branch that could be cannulated was the middle cardiac where the capture was not obtained. A new lead with a different model was implanted. No adverse patient effects were reported.